Event description:
It was reported that prior to the procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity estimator bar with low battery voltage. It was noted that the device was interrogated after being placed in room temperature more than three days. In the following week, the device was interrogated again, but the gray bar remained the same. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis showed that the gray bar longevity indicator and low battery voltage was confirmed; however, the device was shown to function nominally throughout the analysis. The system current drain was at a nominal level. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis found no evidence of an internal short. Inspection on internal battery components found no anomalies to account for the device low voltage status. The lithium was intact and of uniform thickness across the anode with no significant localized discharge observed along the edges. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.